Event description:
It was reported that the patient went to the ER after 6 shocks occurred due to oversensing. The lead was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Patient's information is not generally available due to confidentiality concerns.